Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a business partner. It was reported that the causality was not attributed to the drug, catheter, programmer, or surgical procedure. The causality was attributed to the pump. It was confirmed that part of the surgical wound on the abdomen became thin on (B)(6) 2019 . Duo active et was pasted. On (B)(6) 2019, the patient had a fever at 39.0 to 39.9 degrees c. On (B)(6) 2019, abdominal CT revealed liquid retention around the pump. On (B)(6) 2019, wound dissection showed pus centering on the upper part of the pump. Infectious disease was confirmed. The surgical wound was incised, and the pump and catheter were removed. The wound on the back was incised and the catheter was removed. Treatment of the drug was suspended. No infection was found in the wound on the back. It was the attending physician's assessment that there was a possibility that insertion of the pump was shallow. It seemed to be related that protrusion of the pump was on the upper part. It was noted that ¿the conservative treatment on the event that the skin became thin might result in infection.¿ the adverse event recovered on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was unknown if the event was considered resolved. The pump and catheter would not be returned, as they were discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 90 mcg/day) via an implantable pump for hypoxic encephalopathy. It was reported on (B)(6) 2019 serous fluid accumulated around the pump. It was stated a phone call was made to ask whether the serous fluid could be drained by laparotomy and an intracavity examination of the pump was also requested in consideration of infection just in case. When the intracavity examination was performed on (B)(6) 2019, infection was confirmed, so the pump and catheter were removed. The outcome of the adverse event was unknown. The attending physician's assessment indicated the causal relationship with the surgery was slight, and there might be a causal relationship with gastrostoma. Additionally, it was indicated a business partner representative attended the procedure, and the procedure was performed very carefully as usual. In addition, because the greatest attention was paid to infection at all times, it was unlikely that there was a causal relationship with the surgical procedure. Further complications were not reported.